Manufacturer narrative:
The field service engineer checked the analyzer and determined a low gear pump pressure. He adjusted the gear pump pressure. The issue did not re-occur. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they randomly received questionable results for patient samples tested with the mg2 magnesium gen.2 (mg2) assay on a cobas 8000 c 702 module. The customer provided an example of discrepant results for 1 patient sample. The sample initially resulted in an mg2 value of 3.390 mg/dl and repeated as 2.150 mg/dl. No questionable result was reported outside of the laboratory. The mg2 reagent lot was 67486001 with an expiration date of 31-aug-2024.